Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. The type, lot number, concentration, and dose were unknown. The reporter thought it might be baclofen in the pump, but was not certain. Indications for use (IFU) were listed as non-malignant pain and failed back surgery syndrome. It was reported the patient was not alert and oriented and they believed the pump had been turned off and was empty. The reporter wanted this information confirmed because they wanted to do a brain magnetic resonance imaging (MRI). The event date was unknown. Drug information, other medications the patient was taking at the time of the event, pertinent medical history, if the event was related to a device issue, patient/therapy issue, or procedure issue, troubleshooting/diagnostics performed with results, results of the brain MRI, the cause of the patient¿s symptoms, actions/interventions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.